Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned catheter was visually and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 16 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/pressure tests did not show any leaks or traces of liquid/blood inside the catheter. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that there was blood in the patient's et tube during ablation of the right inferior pulmonary vein. Less than 50cc's of blood was suctioned out. Patient dosed with heparin and no further blood noted. It was felt safe (per anesthesia) to complete the ablation of the right superior pulmonary vein and the case was completed with no further incidents. Cause of blood in et tube was unknown. Patient was reported to be fine post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.